Event description:
A faile code 810:11 during biomed testing. There have been no reports of any patient incident involving this pump.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:11 was confirmed.